Manufacturer narrative:
Internal report reference number: (B)(4). Meter was returned for evaluation; no defect was detected. Test strips were not returned for evaluation. Most likely underlying root cause: mlc-20: user's test strip had poor storage note: manufacturer contacted customer in several follow-up calls to ensure the initial concern is resolved - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for low blood glucose test results. Nurse is calling on behalf of the customer. The customer is concerned with tests results from all the results obtained. The expected fasting blood glucose test result range is 95mg/dl. The customer did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored according to specification (kitchen/ bathroom). Customer was advised to use soap for hand washing vs alcohol pads. During the call a back to back blood test was performed by the customer and produced test results of 78mg/dl and 84mg/dl non-fasting using the meter. The test strip lot manufacturer¿s expiration date is 02/28/2022 and open vial date is undisclosed. The meter memory was reviewed for previous test result history. (B)(6).